Event description:
Reporter indicated a vns therapy handheld programming computer screen freezes "not at several levels but a lot of times on different levels with no logic or systematic sense. No error message appeared on the screen. We have tried all possible troubleshooting and it did not help." Good faith attempts to obtain the product for analysis have been unsuccessful to date.